Event description:
It was reported that an asymptomatic patient presented in the emergency room due to vibratory alert for non-sustained lead noise. Post-sensed t-wave oversensing was noted on a stored egm. The patient did not receive therapy. The device was reprogrammed and remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.